Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced symptoms, the patient was given a lidocaine patch to put over the area in the chest. It was found that the right ventricular (rv) lead perforated through pericardium into the mediastinum. A surgical procedure took place and the pericardium was clean. The rv lead was explanted. No additional adverse patient effects were reported.